Event description:
A nurse reported that during surgery, the system ejected the cassette. The system was exchanged and the surgeon was able to complete the case with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).